Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had tracheal intubation due to hypoxemia. During this process, it was found that the balloon of tracheal tube was leaking. Cuff pre-inflation check was performed before intubation and no air leakage was found. Ventilator alarmed 2 hours after the intubation and the device was replaced with a new one and it did not affect the patient.